Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that catheter detachment/separation occurred. During procedure, an opticross 6 imaging catheter was selected for visualization. However, the catheter kink and broke outside of the patient's body. It broke somewhere in the distal third of the catheter. The procedure was completed with another opticross. No patient complications were reported.